Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during the manual prime. The customer¿s blood glucose level was unknown at the time of the incident. The pump hasn¿t been bumped or dropped before the alarm and the pump didn¿t detect the reservoir. The support cap isn¿t protruded or loose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received had compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place and unable to perform the displacement test due to complete broken reservoir tube lip, missing reservoir tube o-ring, scratched reservoir tube window, cracked case at reservoir tube window corner, stained address/serial number label and missing end cap sticker.